Event description:
It was reported that this right atrial exhibited high pacing thresholds, noise, oversensing and loss of capture. Due to this the patient experienced dizziness. It was decided to surgically abandon this lead, and another one was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was added to the following fields: a1: patient identifier. D6a: implant date.

Event description:
It was reported that this right atrial exhibited high pacing thresholds, noise, oversensing and loss of capture. Due to this the patient experienced dizziness. It was decided to surgically abandon this lead, and another one was implanted instead. No further adverse patient effects were reported.